Manufacturer narrative:
Findings: inspected 1 opened/used enlite sensor and found sensor retracted inside sensor. Unable to confirm customer received sensor damage due to customer returned opened/used. No broken or missing parts were observed during analysis.

Event description:
The customer reported via phone call that their sensor was damaged. The customer's blood glucose level was unknown at the time of the incident. The customer reported enlite sensor tip could not be seen. The customer did not troubleshoot the issue. The sensor will be returned for analysis.